Manufacturer narrative:
Correction: the patient's weight should have been (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the paddle portion of the penta lead was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-08876. It was reported that during an ipg revision surgery on (B)(6) 2019 the leads were cut for removal due to an ipg pocket infection. The cut lead portions were discarded and the paddle portion of the penta lead was left in epidural space. Surgical intervention may be undertaken in the future to address the issue.